Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the scs ipg site. The patient stated the ipg was at his belt line and bothering him. Surgical intervention was taken and the patient's scs ipg was replaced and the pocket was relocated.